Event description:
The customer reported an over infusion of pitocin. Details are as follows: the nurse started lactated ringers at 100 ml/hr on channel a, then hung pitocin 15 u / 250 ml on channel b at 1 ml/hr. Soon after the pitocin began, the patient reported feeling a contraction. When the contraction didn't ease after a short time, the nurse checked and noted the pitocin dripping quite fast. A visitor confirmed the rate was at 1 ml/hr and he and a second nurse confirmed the IV was dripping fast. The nurse paused the pump, clamped the line, removed the module from the system, and kept the medication and tubing in place. The log was reviewed by the customer who stated the infusion rate was confirmed to be set at 1 ml/hr, and the amount infused was documented in the log as 0.06 ml. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.